Event description:
It was reported that the patient was at home on hospice. The patient experienced alarms on alternating current with a green pump running light. The battery was replaced, and alarms stopped. Patient symptom included dizziness leading to unresponsive/ agonal breathing. The patient passed away. Log files were not available; however, low flow and low speed alarms were identified. The cause of alarms were due to known short to shield with phase to phase. The first set of alarms (while on alternating current power) resolved by changing back to battery power. The second set of alarms (while on battery power) resolved with going back to alternating current power. The pump would not be returned.

Manufacturer narrative:
Related MFR numbers # 2916596-2023-01453 and #2916596-2023-06549. Manufacturer¿s investigation conclusion: a driveline issue could not be confirmed through this evaluation as no log files were submitted for review and the pump was not returned for investigation. Additionally, a direct correlation between the device and the patient's outcome could not be confirmed through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) and the drivelines, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instructions for use (IFU) is is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. This section contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled "system operations" describes the "driveline" and outlines indications of driveline damage, as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low-speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was pump failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.